Manufacturer narrative:
Fracture zest dental locator abutment was received for investigation. The received locator abutment returned without original package; therefore, it was unable to verify zest lot number information. Visual inspection was performed as a retuned product and it was noted that abutment has smooth wear at the coronal surfaces and a fracture was noted at the post minor thread. No manufacturing defect was noted. DHR review and complaint history review could not be performed by zest dental solutions since no zest lot number was provided by the customer. Therefore, based on the evaluation, the malfunction had occurred, thread fracture was identified during function and this report was confirmed following inspection. A definitive root cause could not be identified by zest dental solutions. However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that screw locator (iloa004) fractured within the implant. Fractured pieces were removed without any problem. Implant remains implanted.